Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon tried to pull the thread but it was caught and the surgeon could not pull it out. Another device was used to complete the case.